Event description:
A 6mm, 80% stenosed, heavily calcified popliteal artery (pa) was the target treatment area. The jade balloon was advanced with the aid of a command es guide wire. The jade balloon was inflated multiple times to 28 atmosphere pressure (atm), when attempting to remove the jade balloon, it could not be removed. A snare was used but was unsuccessful. The patient was transported to the hospital for surgery and had the jade balloon removed. The patient was stable. Additional information received on (B)(6) 2024, the patient is still hospitalized. The physician stated, the jade balloon wasn't intentionally inflated to burst but was inflated past burst pressure due to a very resistant lesion. When the jade balloon ruptured, no detachment was observed. The collapsed jade balloon could not be successfully removed without surgery intervention. Background: patient information: 44 years, male, 110 kg. Additional information was received on 2024/9/14 as below: 1. The vessel was 6mm, 80% stenosed, heavily calcified popliteal artery (pa) 2. To clarify, was the balloon intentionally burst? Not intentionally , very resistant lesion 3. How many times was the balloon inflated? If multiple times, at what pressure? Multiple times inflated up to 28 atms 4. Please verify, when the balloon ruptured, did it detach from the catheter? The balloon collapsed and was unable to be removed.